Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication due to the physician's observation of an artifact on the optic of the implanted iol.

Manufacturer narrative:
(B) (4). The returned intraocular lens showed unidentified dried substances on the surface of the optic. Prior to cleaning the lens was inspected under 10x magnification; no mars, scratches or other defects were noted. After cleaning it was again inspected and no visible defects in or on the optic were observed. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.